Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device lot# is unknown, therefore the manufacture date can not be confirmed. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Alleged failure: shaft insulation cracked, compromised, broke, or breached (failed insulscan) . The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be normal wear, user misuse, and improper sterilization methods. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known, as the lot/sn could not be confirmed (B)(4).

Event description:
It was reported that the insulation had been compromised.